Event description:
It was reported that a pericardial effusion occurred. A watchman access system (was) was positioned and a watchman laa closure device & delivery system (wds) were selected for use during a left atrial appendage (laa) closure procedure. After the device was deployed, injection showed pericardial filling and a pericardial effusion was confirmed via transesophageal echocardiogram. At this time the patient also experienced hypotension. A pericardiocentesis was performed and protamine was also given. The pericardial effusion continued to grow, so the decision was made to send the patient for surgery for device removal and laa clip placement. It was noted in surgery that a perforation was seen in the laa. Patient was stable following these events.